Event description:
It was reported that at implant, no capture was observed. After multiple turns, the helix would not extend. The lead was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis was normal. No anomaly was found.